Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated that since (B)(6) 2024, the doctor¿s appointment she has felt zero pain relief. The patient stated that intercourse and gardening as possible concerns that she could have impacted. On (B)(6) 2024, she had a follow up appointment where they refilled her pump. The reservoir volumes were with normal limits. They attempted to do a dye study but could not aspirate. A surgery was scheduled to investigate. During a surgery, we found the catheter connected appropriately and were able to pull cerebrospinal fluid (csf) from the catheter access port (cap) easily. Additionally, they pushed dye to confirm the tip was intrathecal. All looked normal. No catheter or pump changes. The medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 05-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) stated that the cause of the patient not getting a relief and the catheter unable to aspirate was unknown but will be monitored.